Manufacturer narrative:
Correction: on 10-dec-2024, it was noticed the PMA/ 510(k) number was inadvertently omitted from the 3500a initial medwatch report. As such, the field has now been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation ablation procedure with a varipulsetm catheter and the patient experienced a stroke. A patient with persistent atrial fibrillation underwent an atrial fibrillation under general anesthesia. At the beginning of the procedure, the patient was in atrial fibrillation. Before the transseptal puncture, transesophageal echocardiogram (tee) was performed and it showed the absence of intraarticular thrombosis and the presence of a evident "smoke" in the left atrium. The scopy images also showed the presence of a calcific ring on the mitral valve. The transseptal puncture was performed and the procedure was completed without issues after the isolation of all the pulmonary veins and the posterior wall. The activated clotting time (act) during the procedure was never over 300. The procedure was terminated. The day after, during the routine post-op medical visit, the patient referred blurring of the visual field, confirmed with a positive brain magnetic resonance imaging (MRI) for stroke. The patient still referred to the persistence of symptoms. Considering the delay in symptom presentation (over 20 hours from the end of the procedure), comorbidities and an abnormal discontinuation in anticoagulation therapy after the procedure (on november 5th evening the patient missed the dose of oral anticoagulant), the cardiologist of the unit and the surgeon believe that the complication is not catheter or technology related but it¿s considered patient related.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31420670l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).